Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed possible lead on lead abrasion. Lead trend appear stable. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed possible lead on lead abrasion. Lead trend appear stable. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Aware date correction: 12/10/2024.